Event description:
Patient admitted to hospital on (B)(6)2017. Patient arrived for inpatient hemodialysis on (B)(6)2017. Pre hemodialysis bp 113/8. Pulse 85. Patient was nonverbal. Patient has a right thigh av graft. Patient was cannulated with two #15 gauge needles with some difficulty. Hemodialysis was initiated at approximately 1150. Hemodialysis machine alarmed at least twice during approximately the first 10-15 minutes of hemodialysis and it was discovered that a needle appeared to be dislodged and blood surrounding the right leg was noted. The quantity of blood was undetermined. Pulse checked, no pulse noted. Patient is a do not resuscitate status as of (B)(6)2017. No CPR initiated. Hospital rapid response team arrived. Patient expired.